Event description:
This patient was implanted with the neurocontrol freehand system in 1997. While at this medical center to participate in a clinical study, this device user complained that they could not get their new universal external controller (uec) to function properly. The biomedical engineering staff was able to determine through testing that the external system hardware was functioning properly but that the implantable receiver-stimulator (irs) had malfunctioned. It is likely that the malfunction is due to water vapor generated inside the irs capsule, a problem that was the subject of a previous recall (ref. Neurocontrol product removal report 9028925-11/07/00-003-r). Irs replacement would require surgical intervention, after which a follow-up report will be submitted.